Manufacturer narrative:
Failure analysis revealed that the insulin pump was monitored for four days with no error alarms noted. The device passed the error alarm test. The unit pump was not received with original belt clip and no damage to belt clip slot noted. Minor scratches on the lcd window, cracked case at the lcd window corner, scratched case, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming. Customer states that they have changed the batteries, yet issue has continued. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.